Event description:
It was reported that during the intraoperative spinal cord stimulation (scs) implant procedure, the system was checked and demonstrated appropriate impedances and adequate pain coverage. Postoperatively, after the programs were downloaded to the implantable pulse generator (ipg), the remote control was unable to establish communication with the ipg. Multiple attempts were made to interrogate the ipg using both the clinician programmer (cp) and the remote control (rc); however, a connection could not be established, and error messages were received. Significant swelling at the implant pocket site was noted and the patient was instructed to continue attempting to connect the remote over the weekend, as the programs had been successfully downloaded to the ipg. Subsequently, while attempting to connect to the ipg, the patient experienced a loss of stimulation and communication with the device. It was assessed that the ipg was not functioning as expected, as it could not be powered on or have programs changed. The patient subsequently underwent a revision procedure during which the ipg was explanted and replaced and was reported to be doing well postoperatively.

Manufacturer narrative:
Correction so supplemental (1) in blocks: b1 and b5. The allegations that the implantable pulse generator (ipg) exhibited communication difficulties, failed to change stimulation, and displayed error codes on the remote control were not confirmed. Additionally, the allegations of absence of therapy and loss or no stimulation resulting in pain were not confirmed. The ipg passed visual inspection and functional testing. The device successfully connected to a known good clinical programmer, and programs were downloaded and verified using the remote control. Stimulation functionality was confirmed, including the ability to turn stimulation on and off. A review of the manufacturing records indicated that the device was manufactured in accordance with applicable requirements. The device history record (DHR) review did not identify any manufacturing related nonconformances, scrap, or rework that could have caused or contributed to the reported event. The DHR review confirmed that the device met all required specifications and testing prior to release for distribution. A labeling review determined that the reported event is a known risk associated with implanting a pulse generator as part of a spinal cord stimulation (scs) system.

Event description:
It was reported that patients implantable pulse generator (ipg) having difficulty communicating with the remote control. The patient underwent an ipg replacement procedure and was doing well post operatively.

Event description:
It was reported that patients implantable pulse generator (ipg) having difficulty communicating with the remote control. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.